Event description:
The customer reported that the system locked up during use and required a reboot to attempt to regain functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
Ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly was evaluated and replaced. The system software was also reloaded. The system was tested and found to be working as intended and returned to service.